Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received 3 shocks while shoveling snow. This implantable cardioverter defibrillator (ICD) was at end of life (eol) and could not be interrogated to determine if the shocks were appropriate or inappropriate. The device was explanted and returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted small arc marks. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Device memory showed 8 high voltage charges occurred on the same day. The charge times for the 8 charge cycles were between 14.3 seconds and 15.7 seconds. This indicates the device delivered 8 shocks. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient received 3 shocks while shoveling snow. This implantable cardioverter defibrillator (ICD) was at end of life (eol) and could not be interrogated to determine if the shocks were appropriate or inappropriate. The device was explanted and returned for evaluation. No adverse patient effects were reported.